Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment the technician found damaged locking components due to handling, false, defective. Air hose presents a cut; tool locking mechanism worn out. Motor and tool locking mechanism and hose replaced.

Event description:
It was reported that the device returned for unknown reason. Noise and low power were noticed. Report 1 of 1 complaint (B)(4).